Manufacturer narrative:
Reported event: an event regarding loosening involving simplex hv cement was reported. The event relates to product supplied by an OEM. Device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. The reported device is an OEM product investigated by aap. Confirmation that an aap investigation has been initiated by the OEM supplier site was received. Information received from the supplier stated: ¿our code for this complaint is (B)(4), we will report this to the FDA.¿

Event description:
Surgeon states femur fell out when he was doing a liner exchange on a right knee. The bone cement is stryker product however, the devices involved in this event are competitor product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon states femur fell out when he was doing a liner exchange on a right knee. The bone cement is stryker product however, the devices involved in this event are competitor product.